Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary stent placement procedure in the bile duct. According to the complainant, while advancing the flexima biliary stent along the guidewire to the biliary duct, the guide catheter and the guidewire were unintentionally retracted. Unaware of this, the physician continued to advance the push catheter towards the target site and inadvertently perforated the patient's lower biliary tract with the flexima biliary stent. The procedure was aborted and the patient underwent surgery to treat the perforation. Following the surgery, the patient was held for observation. Attempts to ascertain the patient's current condition have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.